Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis revealed normal battery depletion. (B)(4). Concomitant products: 4194 implantable pacing lead (B)(6) 2007; 5568 implantable pacing lead (B)(6) 2007.

Event description:
It was reported that the device had early battery depletion. It was noted that high left and right ventricular lead outputs contributed to the early depletion. The device was explanted and replaced. It was also noted that the patient was taking part in the system longevity study. No patient complications have been reported as a result of this event.